Event description:
The customer stated a false positive architect bhcg was generated for one patient sample. The patient sample generated an initial result of approximately 80 u/l. The sample was tested on another i2000sr generating a result of approximately 100 u/l. The doctor questioned the result. The sample was sent to two additional sites for confirmation. The sample tested negative on both the centaur system and the roche system. There was no impact to patient management reported.

Manufacturer narrative:
(B) (4) (B) (4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer observation. As part of the investigation, a comprehensive review was conducted, consisting of the manufacturing data, in process and final release data. This review did not identify any issue that could impact the performance of the architect total b-hcg lot in question and indicated all specifications were met prior to release. All control and panel values were within specification. The performance of all architect total b-hcg reagents manufactured to date was analyzed and indicated that architect total b-hcg lot 79914jn00 is performing within the specification limits and established control limits. A review of tracking and trending did not identify any adverse trends. A specific reason for the customer's observation could not be determined; however, the issue was isolated to samples from a specific patient which gave consistently elevated results with architect b-hcg, and negative results using other methods. This would indicate the discrepant results may have been due to some interfering substances. Further information on any additional testing performed at the customer site to determine if there were interfering substances present in the patient samples was requested but not made available. Labeling was reviewed and determined to adequately address when b-hcg levels are inconsistent with the clinical evidence. The investigation concluded that no product deficiency was identified for the architect total b-hcg reagent list number 7k78-25, lot number 79914jn00 and the assay is demonstrating that it's safety, effectiveness and label claims are being met.